Event description:
A pt reported blood glucose results of "4.3 mmol/l and 8.3 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.